Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, the value on shunt sensor was abnormal in comparison with the blood-gas data. The product was changed out. The surgery was completed successfully. There was a slight amount of blood loss due to change out.